Manufacturer narrative:
The device was discarded and isn't available for investigation. Since the device was not returned and the lot was not provided, a complete investigation cannot be performed. It was reported the physician did not attach the suction line to a vacuum source as prescribed in the instructions for use. The IFU provides the following warning regarding inadequate suction: "for wands with suction, failure to attach the suction adapter may cause thermal injury to the physician or patient."

Event description:
During a shoulder arthroscopy procedure with a turbovac 90 arthrowand, the patient sustained burns of the upper arm and the axillary. The burns reportedly came from the flushing liquid that runs out of the operation field. It was reported that the suction line was not attached to the hospital vacuum.